Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the clinic, non-sustained oversensing events were observed on the session record. Oversensing could be reproduced during arm movements. It is suspected those events were most likely myopotentials that possibility inhibits pacing. Turning off the low frequency attenuation and trying to provoke the signals were recommended. No further information is available.

Event description:
The low frequency attenuation filter was turned off and the oversensing was resolved.